Event description:
Clinical study. Same pt as 2134265-2008-00840. It was reported that during a coronary drug eluting stenting treatment procedure the taxus express2 stent would not fully deploy and the pt required a coronary artery bypass grafting procedure (CABG). The pt experienced angina pectoris and was admitted to the hosp for cardiac catheterization, which revealed 99% distal in-stent restenosis (isr) of a 2.75/20mm taxus express2 drug eluting stent previously placed in the ramus. The isr was first treated with a 2.5x10mm cutting balloon and then a 3.5x10mm cutting balloon. A 3.0x24mm taxus express2 stent was then placed within the previously implanted stent, but despite multiple attempts at post-dilatation the new stent would not fully deploy, which resulted in a residual 50% hourglass-shaped under deployment of the stent. The site reported this could be caused by hard fibrotic lesion, calcification, or not enough balloon pressure etc. The catheterization report noted that because the stent would not fully deploy the pt was at increased risk for subacute stent thrombosis and the pt was referred for CABG. Four days later CABG was performed to the lad with the left internal mammary artery, to the ramus with the left radial artery, and to the obtuse marginal branch and the patent ductus arteriosus with the saphenous vein. During the procedure a mitral valve repair was also performed, with ligation of the left atrial appendage, and a left-sided maze procedure. The event was reported as resolved with residual effects 6 days post-CABG.

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.